Event description:
It was reported that during the procedure, the set screw can't be loosened and caused failure to remove lead from the header. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of setscrew stuck such that lead could not be removed was confirmed. Epoxy was found in the connector block threads, which resulted in the inability to loosen the setscrew. The observed epoxy was caused by a manufacturing anomaly. No other anomalies were found.